Manufacturer narrative:
Product ID: 3387s-40, lot# v049666, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v042343, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64002, lot# n341119, implanted: (B)(6) 2012, product type: adapter. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced a suspected overdischarge. It was stated the patient experienced telemetry issues. It was noted it was unknown when the patient had last recharged or received therapy. The reporter believed it had been a significant amount of time. It was reported the ins was undergoing a physician mode recharge (pmr) at the time of re port. Later, on the day of initial report, it was reported that it had been three to four months since the patient had used the system. After two and a half hours of charging it was noted the patient¿s ins was not yet a quarter charged. Five days later, additional information stated the patient had failed to recharge the ins for 80 days. It was reported the patient had experienced tourette¿s symptoms. It was noted an overdischarge was confirmed. It was also noted that a power on reset (por) was cleared and the patient had ¿normal follow-up with her physician.¿ it was stated that at the time of follow-up, the patient was receiving ¿effective¿ therapy. No further interventions were planned as of five days after the initial report. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had their implant was off for the last 5 years. They let it die because it wasn't helping with their tourette's syndrome. It was reviewed that they would have to perform prm to clear the por screen. The screen would clear when the battery is at 25% charge. Additional information from the rep was received: it was reported after 2 prm sessions the rep was curious what more needed to be done. Technical services confirmed that they needed to do more prm's, especially since the patient hasn't charge in 5 years. It was reviewed that the patient can't use stimulation until the por screen has cleared. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the power on reset (por) did resolve, but the battery was unable to hold a charge more than a few minutes and would exit the session. The rep. Stated the device would be fully charged showing sprites on the recharging screen, so the rep. Immediately interrogated the device and was able to clear the por. Impedances were checked which were all within normal limits. The device application would then show a notification that the battery was depleted and needed to be charged before they could proceed, and would immediately end the session.